Manufacturer narrative:
Submit date: 11/18/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a uvc. The customer reports there is a fracture where the catheter meets the open port. The fracture in the arterial catheters poses a safety threat to our infants, as they allow blood to back up and out of the catheter.